Event description:
A medtronic rep reported the tip of the spine clamp driver is damaged. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
Dependant upon part return the lot number is unk. Dependant upon part return the MFR date is unk. Part has not been returned.